Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.

Event description:
It was reported that the radical-7 waveform is not continuous. In the middle of the display, the waveform was interrupted and continues later after being blank for some part of the display. The device is able to engage in monitoring. Additional information received indicated that when the waveform was interrupted, the parameter values did not display on the monitor. No patient involvement.